Manufacturer narrative:
Section d4, primary UDI number: corrected section d4: UDI number corrected manufacturer's investigation conclusion: the reported event of dim pump running light emitting diodes (leds) was confirmed via analysis of the returned system controller. The reported event of the system controller¿s audible alarms being softer than expected was not confirmed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the pump running leds were observed to be dim. The system controller was disassembled to inspect the internal components and no issues were observed. The output of the system controller audio transducers were measured using a decibel meter and the outputs were measured to be 94 db and 96 db, which is above the design specification. Corrective and preventative action (CAPA) was implemented to address the issue of dim pump running leds. The returned system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led on the user interface printed circuit board. The root cause of the audible alarms being softer than expected could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number hsc-009516, was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 19jun2017. Battery inspection data was reviewed for the 11v backup battery, serial number gv245268, revealing that the battery passed all inspection testing. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller audio sounders. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a routine follow-up visit, inspection of the primary system controller also revealed dimmed two arrow symbol and subdued alarms. The controller was replaced with the backup controller. The patient was to receive a new controller.